Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the, tbd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml he device experienced missing additive. The following information was provided by the initial reporter. The customer stated: upon unpacking the tubes from the box, the customer found 1 tube with no citrate solution above gel and 2 tubes have 2 labels per tube.

Event description:
It was reported when using the , tbd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml he device experienced missing additive. The following information was provided by the initial reporter. The customer stated: upon unpacking the tubes from the box, the customer found 1 tube with no citrate solution above gel and 2 tubes have 2 labels per tube.

Manufacturer narrative:
H.6. Investigation: bd received 2 photos from the customer in support of this complaint. A visual examination of 2 photos was conducted and the customer's indicated failure mode of missing additive and double label was observed. Additionally, 60 retention samples were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the photos provided; however, no samples were received from the customer, no additional testing could be performed. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the , tbd vacutainer® cpt¿ nc: 1.0ml ficoll¿: 2.0ml he device experienced missing additive. The following information was provided by the initial reporter. The customer stated: upon unpacking the tubes from the box, the customer found 1 tube with no citrate solution above gel and 2 tubes have 2 labels per tube.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 09-jun-2022 h6: investigation summary bd received 3 samples and 2 photos from the customer in support of this complaint. A visual examination of the 2 photos revealed missing additive and double label. The 3 samples were evaluated and show double labels on 2 of the tubes and missing citrate additive in the third sample. Additionally, 60 retention samples were inspected with no issues being identified. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.